Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was unable to verify the unresponsive button due to blank display. (B)(4).

Event description:
The customer's mother reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The mother stated that her son wet the bed and his pump got soaked with urine. The mother attempted to put the pump in rice and it did not work. The mother mentioned that some of the bottoms would not initially work. The mother reported fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.